Manufacturer narrative:
On (B)(6) 2017, the customer changed the infusion set site and the contact believed the "issue" was resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-400 mg/dl) and a correction via the pump was delivered to address the bg level. The contact thought that the high bg might be related to the infusion set site. As the contact was not with the customer, a pump system check was unable to be performed.